Event description:
On (B)(6) 2009, the pt reported the up and down buttons are not properly working. He stated the bottom button does not work at all and the top button used to respond to boluses, but now is not working. He said he first noticed the issue about a month or so ago. The buttons pop up when pressed and his device has not been dropped. He is currently using his backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.